Manufacturer narrative:
Product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during a routine implant, the insertion of the tined lead was at first prevented by the setscrew of the implantable neurostimulator (ins). The setscrew was loosened and then the lead passed through. However, after tightening the setscrew in the usual way, it did not secure the lead. It was stated that the torque on the setscrew seemed to be clicking too quickly. It was not torquing properly and connecting the ins to the lead. A slight pull of the lead removed it from the ins. The entire process was repeated twice with the same result. It was determined that the ins was faulty and could not be used. Another ins was used and that ins connected to the lead without problem. No further information was reported. A follow up report will be sent if additional information is received.